Manufacturer narrative:
The reported field event of backup vvi was verified in the lab. The cause of the bvvi was determined to be por (power-on reset) due to excessive charging in a short period of time that loaded down the battery voltage. The excessive charges were due to lead noise. The device¿s associated lead was not returned for analysis. A longevity calculation was performed and found the battery depletion was normal based on the device usage and programmed settings. Telemetry, pacing, sensing, impedance, hv output, hv shock, capacitor maintenance, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, back-up mode was noted on the device. The device was successfully explanted and replaced. The patient was stable with no adverse consequences.